Event description:
It was reported that battery has been found below power specs despite proper battery management. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery has been found below power specs despite proper battery management" was not verified because product was not returned for investigation. Customer was contacted 3 times via telephone and was requested to return the product for investigation. First attempt was made on (B)(4) 2012, second attempt was made on (B)(4) 2012 and the final attempt was made on (B)(4) 2012. The customer was unresponsive to all three attempts. A supplemental report will be submitted if the product is returned. No adverse event reported.